Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# vaomn9k, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, product type: programmer, physician. (B)(4). Final analysis of the (lead) (vaomn9k) revealed lead body stretched no significant anomaly.

Event description:
It was reported patient had high impedance of greater 4000 on electrodes 2 + 3. Impedance testing was performed. It was noted that patient lead was removed from neurostimulator (ins) 3 times retested with patient j hook and 3 impedance checks were done with varying amplitude and pulse width settings. The health care provider requested follow up if manufacturer can determine the problem with the lead. There were no patient symptoms or complication associated with this event. The patient status was reported as ¿alive-no injury¿. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.